Event description:
On (B)(6) 2012, the lay-user/patient wrote a letter to lifescan from (B)(6) alleging the one touch verio iq meter was testing in the settings mode. The patient did not allege any harm or injury because of the reported issue. Lifescan attempted to contact the patient by phone; however the patient was not available. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter was testing in the settings mode. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.